Event description:
Information received by medtronic indicated that the customer had a blank screen and couldn't silence insulin pump. There was crack on the back of pump was seen leading to critical error. The reason for damage is unknown. Advised the customer that the pump had to be replaced. Troubleshooting was done and the customer will discontinue the use of device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Retainer ring = black. Customer returned pump for an alleged blank display, cosmetic damage located at the battery tube area and unexpected error message found on 04-mar-2022. Device received with flashing medtronic logo. Unable to perform the displacement test, sleep current test, active current test, self test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to flashing medtronic logo. Unable to download history files and traces using thump due to flashing medtronic logo. Device was cut open to perform visual inspection and found cracked lcd glass at chip ledge. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, serial number label fading, cracked glass. Alleged cosmetic damage located at the battery tube confirmed. Unable to confirm customer's alleged unexpected error message due to flashing medtronic logo. Alleged blank display not confirmed due to flashing medtronic logo. Flashing medtronic logo due to cracked lcd glass at chip ledge. Pump failed to download history files and traces due to flashing medtronic logo. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.